Event description:
Two stopcocks were found to be cracked at side port leaking fluid. The stopcocks were replaced. Pt's blood pressure dropped and coded, but not as a direct result of stopcock issue. Each stopcock cracked at side port and were being used in a series to deliver high doses of dobutamine, dopamine, epinephrine, fentanyl, versed. Manufacturer of stopcocks is smith's medical. Diagnosis or reason for use: deliver medication.